Manufacturer narrative:
(B)(4).

Event description:
Patient had a pre-existing port-a-cath. A gooseneck snare was used to reposition a port-a-cath on a (B)(6) female patient. The radiopaque marker from the gooseneck snare came off, and embedded in the patient's myocardium. The physician prescribed anticoagulants to prevent thrombus formation. The patient is stable.

Manufacturer narrative:
Device evaluation: the amplatz goose neck microsnare kit was received for evaluation. A peel-off label detailing the item <(>&<)> lot number for the snare was also received. No ancillary devices or cine images from the procedure were received. The distal end of the catheter was examined. The shape of the catheter shaft was essentially correct (circular cross-section and tubular). The distal tip was irregular indicating that it was rigorously manipulated against a resistant surface but was otherwise intact and not torn. The interior of the distal tip of the catheter was examined: witness marks of the radiopaque marker over modeling were noted. The catheter lumen exhibited a witness mark indicating that the marker band had been present and was bordered on both sides (proximal and distal) by the polymer material. That is, the catheter exhibited a witness mark indicating that the marker band was present at one time and was molded over. However, the marker band itself not present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.